Event description:
In 2002, the end-user called minimed, USA and stated that the luer lock was cracked. Has been hospitalized for dka. On 02/2002 maersk medical received the complaint and 5 unused infusion sets.